Event description:
It was reported the single use aspiration needle had the needle did not come out of the sheath during the procedure on the patient. The issue was found during a sin radial, diagnostic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.